Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after an interventional procedure to treat peripheral artery disease (pad) using a 6f sheath. Reportedly, the thumb advancer could not be advanced all the way to complete the sheath split (step 3) and the device became stuck in the patient. The bailout methods did not work. Cut down surgery was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported ¿thumb advancer could not be advanced all the way to complete the sheath split (step 3) was confirmed based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving), sheath and garage leaves indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and contributed to the reported ¿thumb advancer could not be advanced all the way to complete the sheath split (step 3)¿. These interactions contributed to the observed damage to the flex-guide, garage leaves and subsequent device entrapment. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.